Event description:
Ultrafiltration test failure. The gambro technical svcs rep found that the ultrafilitration pump thermal fuse was only partially connected. The fuse was reconnected. No pt involvement was reported.